Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d). The patient had passed out in the bathroom and woke up to voided bowels. The patient was referred to his follow physician. This crt-d remains in service. No additional adverse patient effects were reported.